Event description:
On 5(B)(6) 2013 I delivered my 5th child at (B)(6), this was an unplanned pregnancy. On (B)(6) 2013 I had the essure device implanted. On (B)(6) 2013 while attempting to have hsg I was turned away due to positive pregnancy test. On (B)(6) 2013 I experienced severe chronic fatigue and depression symptoms. On (B)(6) 2014 I miscarried and continued suffering chronic fatigue and depression. I was unaware at the time what was happening to me and needed intervention to get help. On (B)(6) 2014 I was prescribed medications and spent the next 8 weeks getting back to my normal activity routines and able to function again. On (B)(6) 2014 I had my first hsg and determined only one implant was present, I was told the other one probably fell out. Because I was unable to find any negative reviews online prior to the procedure I started doing research again to see if there were any new concerns. I started reading about other women with the same issues and problems I had and was still experiencing. I read and studied the identification card of side effects and implant info that was given to me after the implant procedure (B)(6) 2013 and it still listed conceptus as the manufacturer and did not list any allergy or common side effect info I was experiencing. I was concerned one of the implants was lost inside me and was told that they could not see it. I wanted to have an x ray to make sure the other implant was not some other place inside me but learned that the material or nickel used for the manufacturing could not be viewed by x-rays, that seems quite irresponsible of the manufacturer. I felt lucky for not experiencing the physical pain that was not present. Two thousand fourteen was the worst year of my life and I had never experienced the depth of emotional pain I suffered due to the symptoms I was experiencing. On (B)(6) 2013 I electively had my fallopian tubes removed and over the next couple of months my chronic fatigue symptoms went away. Another side effect I experienced was a dermatitis type rash and lesions on my scalp that have also gone away after removal surgery. I am still treating my depression in an effort to avoid potential relapse symptoms. I am still picking up the pieces from the damages that were caused emotionally, and financially. At this time I am still unaware if there may be a lost implant somewhere in my body.